Manufacturer narrative:
The customer stated the device was in patient use at the time of the event. The device was swapped for a different device. No patient harm was noted. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The front bezel was returned for failure investigation, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips that when changing settings, the parameters number flickers and can't change it, number in the box just changing. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. Other information is pending.